Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display and the contrast returned to normal. Unrelated to the display issue, investigation revealed that the audio bolus button cover is torn. The bolus button was found to be operating normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.